Event description:
Company representative reported right side rupture and pain in the form of a burning sensation. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Company representative reported right side rupture and pain in the form of a burning sensation. Device has been explanted and replaced with non-abbvie device.

Event description:
Company representative reported right side rupture and pain in the form of a burning sensation. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07mar2024.

Event description:
Company representative reported right side rupture and pain in the form of a burning sensation. Device has been explanted and replaced with non-abbvie device.